Event description:
Patient reported obtaining back-to-back blood glucose results of 390 mg/dl and 143 mg/dl while using the suspect device. Patient stated that, based on the value of 390 mg/dl, he self-treated by taking 10 mg of glipizide, every 30 minutes (60 mg total). Patient reported that, for the next 3 hours, blood glucose consistently measured in 300 mg/dl - 400 mg/dl range. Three hours after obtaining results of 390 mg/dl and 143 mg/dl, patient indicated that he experienced a decreased level of consciousness. Patient's mother reportedly tested his blood glucose, on a different device, and obtained a result of 48 mg/dl. Based on this value patient was treated with orange juice, after which he recovered. No additional treatment was received. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.